Event description:
Midline was being placed in the rue and when the catheter wouldn't advance, the rn decided to abort the procedure. When the catheter was removed, only 2.5cm of the 8cm catheter was removed - leaving 6cm of the catheter in the patient's arm. General surgery was consulted, surgery to remove the catheter the following day was unsuccessful. Decision to leave the sterile catheter piece in the patient's arm. Fluoroscopy performed during surgery could not see/identify the catheter. FDA safety report ID# (B)(4).